Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation. No alarms were reported in association with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on 12apr2022 due to cardiac arrest.